Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
During cooling test by biomed, the coolant (glycol) temperature in thermogard xp ivtm system (sn(B)(4)) would not reach the target temperature 0.5°c. The system was in a cooling mode for an hour and the coolant temperature reached up to 2-3°c only. No patient involvement.